Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) due to long charge times with mid-life battery longevity. The patient reported that the remote monitoring interrogation that was performed took a long time to complete. The information was reviewed with boston scientific technical services (ts), and device change out was recommended due to eri. Subsequent information was received that this device was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.